Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was foreign material on the light guide rod lens and the distal end. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. The distal end also had a defective thread in which a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had foreign material on the light guide rod lens and distal end. The distal end also had a defective thread. There was no patient involvement.